Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), left ventricular perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure itself, patient factors (female gender, advanced age - 84 years) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards affiliate in puerto rico, a 23mm sapien 3 ultra valve was deployed in the aortic position via the transfemoral approach. During the procedure, a left ventricular perforation occurred, and the patient expired. Per medical opinion, the patient death was not due to the valve implant. Further information regarding the event has not been provided.

Event description:
Additional information received indicated that while the delivery system was being advanced, the guidewire came out of the left ventricle. The wire was rapidly advanced, perforating the left ventricle. The procedure was converted to open surgery and 4 units of blood was given.